Event description:
(B)(6) 2014 crts (B)(4) (con): it was reported that the patient never had therapeutic effect. It was noted that the patient had not had any pain relief since it was implanted. The caller stated that this had been since the time of the implant. The caller wanted to see if the patient could have an MRI. The caller stated that the MRI was related to the device or therapy and noted that ¿the device was not working for him.¿ the caller noted that they wanted to do the MRI to see if there was another problem going on. The caller stated that there ¿may be another problem¿ and ¿they did not catch it¿ and so they were doing the MRI. It was noted that the trial worked beautifully but ever since the patient had the permanent one put it there was ¿no relief no change no nothing.¿ the caller stated the patient was doing ¿laps in the yard, walking 300 feet no problem.¿ the caller noted that they had tried reprogramming seven or eight times. The caller was the patient¿s daughter. It was later reported that the caller did not know if the MRI was related to the device or therapy but noted the patient stated the ¿implant was not working.¿ the caller was an MRI technician. The patient was to have a lumbar spine MRI. Additional information received reported that MRI compatibility guidelines were requested. The scan would be over the implant. The reason for the MRI was because of the low back. The patient told the healthcare provider (hcp) that the spinal cord stimulator (scs) never worked and they were going to be scanning because of the back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).